Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date -- november 24, 2015 ¿ november 25, 2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Leak test was performed and noted a leak at the fillport. A solid, shiny particle approximately 0.20 square mm in size was noted under the check band. Fourier transform infrared spectroscopy identified the particle as glass. The glass was not consistent with baxter glass capillary, but was similar to glass used in ampules used for filling the device. Glass ampules used for filling the device without a filter can result in this type of event. The cause of the particle was determined to be user filling technique. Should additional relevant information become available, a supplemental report will be submitted.